Event description:
The customer reported a waste bottle cracked and leaked fluid involving access immunoassay system. The customer stated the waste bottle was in use for approximately two years. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. Beckman coulter sent a replacement waste bottle to the customer.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the incident is inconclusive. (B)(4).